Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I patient results. The following results were provided (patient reference range <17 ng/l for female, <35 ng/l for male): female patient initial result 16 ng/l, repeated 19.1 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68133ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 68133ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I patient results. The following results were provided (patient reference range <17 ng/l for female, <35 ng/l for male): female patient initial result 16 ng/l, repeated 19.1 ng/l. No impact to patient management was reported.